Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient had driveline (dl) strain relief damage. Servicing will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated information: b1. Adv evnt/prod prob b2. Outcome attributed to adverse event b5. Desc evt problem h6. Codes additional codes additional products: d1: heartware ventricular assist system - controller d4: model #: 1420 / catalog#: 1420 / expiration date: 30-sep-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 27-sep-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had stabilized the area and planned servicing. Before that servicing was performed, the patient was bent over working on their boat when they heard an electrical fault alarm and a high watt alarm and stood up quickly. Upon standing up, the alarm resolved. It was also reported that the scroll button on the controller does not function and appears to be stuck when it is pressed. The patient presented to the emergency department and the driveline strain relief was found to be fully retracted. The area was immobilized until servicing could be performed. Upon removing the site¿s temporary repair, the fully retracted strain relief was confirmed. Some damage to the inner lumen was preset at the area of the retracted strain relief. No further alarms presented upon manipulation of the driveline. A driveline sheath repair and driveline strain relief repair was performed. During servicing, approximately 2-3 millimeters of strain relief was removed to allow for the full width of the sheath repair tape to be wrapped to the same diameter of the driveline strain relief to more securely fill the gap. After the gap was filled, a driveline strain relief repair was performed followed by the replacement of the sheath repair to repair the remaining driveline. The controller was exchanged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.